Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
E1: (B)(6). (B)(6) hosp. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device under infused. The reservoir volume was set to 540 ml and rate set to 23 ml/hr on (B)(6) 2024 at 16:22. Label volume was 523.6 ml and was disconnected on (B)(6) 2024 at 1605. The reservoir volume remaining was 0 ml. The device displayed total given as 540 ml but the bag had a significant volume in the bag. Per reporter all the medication was not completely infused despite the device volume reading 0 ml remaining. The event occurred while in use with patient at home. There was patient involvement, and no patient harm/adverse events reported.